Event description:
The customer reported a loss of x-ray functionality. There was no report of a patient or user injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The digital image chain was inspected and a fuse was reseated during the service call. The system was found to be working as intended and returned to service.